Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the caller stated the patient is in the hospital and does not use their stimulator anymore because they have a pain pump. Caller stated the stimulator doesn't do anything for the patient and they are trying to charge it up to get an MRI done but it keeps on saying it's trying to look for the device and it never transitions all the way to start charging. Caller mentioned they had to take the battery out of the controller yesterday just to unlock the screen. Agent asked when the last time the patient charged their stimulators was and caller stated they don't know, maybe 5 months ago. Agent had caller reset the controller and attempt to start a charging session. Caller reported seeing no device found. Caller initiated the passive mode recharge and reported seeing 99 and when the recharger was moved further away from the ins the number went down to 70. Agent reviewed passive recharge mode considerations. Caller confirmed today was the first day they were trying to connect to recharge and could not. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.